Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument jaws did not clip. The same type of back up instrument was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of "jaws did not clip." Failure analysis found the primary failure of failed clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was unable to clip onto the tubing. Failure analysis found the secondary failure of severely bent grip tip related to primary failure. The clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing a .025" offset at the tips. As a result, the clip would not properly clip onto the tubing during in-house testing.